Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The current information provided indicates the patient underwent removal of his left testicle in 2008. At this time there is no allegation of the bard 3d max mesh being involved or contributing to the removal of the patients left testicle. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2006 - patient underwent surgery for repair of a left inguinal hernia. A bard 3dmax hernia patch was implanted to repair the hernia defect on (B)(6) 2007 - patient underwent an additional surgery to repair the hernia defect and remove the 3dmax mesh. On (B)(6) 2008 - patient underwent further surgery to remove his left testicle. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. The current information provided indicates the patient underwent removal of his left testicle in 2008. At this time there is no allegation of the bard 3d max mesh being involved or contributing to the removal of the patients left testicle. With the current information available, no definitive conclusion can be made as to the extent that the device may have caused or contributed to any post op complications. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this is a correction to the previous submitted MDR. The expiration date that was initially reported was incorrect. Addendum: h11: this supplemental MDR is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication.the patient's attorney alleges mesh migration/shrinkage, there is no indication in the medical records provided that would support this allegation. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - patient underwent surgery for repair of a left inguinal hernia. A bard 3dmax hernia patch was implanted to repair the hernia defect. (B)(6) 2007 - patient underwent an additional surgery to repair the hernia defect and remove the 3dmax mesh. (B)(6) 2008 - patient underwent further surgery to remove his left testicle. The attorney alleges the patient experienced pain, additional surgical procedure, explant and was injured severely and permanently. Addendum per additional information provided: attorney alleges that the patient experienced recurrence, pain, nerve damage, loss of testicle, mesh migration and mesh shrinkage, chronic prostatitis, emotional injuries and underwent mesh removal. Addendum per medical records: (B)(6) 2006 - patient was diagnosed with a left inguinal hernia and underwent laparoscopic repair. Per op notes: "the patient was found to have a large indirect inguinal hernia. Using gentle blunt dissection, we were able to dissect the hernia sac off of the spermatic cord and vessels. We then inserted a 3dmax mesh through the trocar into the preperitoneal space. The mesh was tacked to the pubic tubercle in two places at the midline and was then taken to the anterior abdominal wall on either side of the spermatic cord as one tack anterior and laterally to hold it in the lateral position. (B)(6) 2007 - patient was diagnosed with left inguinodynia, recurrent left inguinal hernia and was scheduled for mesh removal. Per op notes: "on palpation of the floor of the inguinal canal, there was a firm structure inconsistent with placement of a previously placed mesh. The previously placed mesh in the preperitoneal space was then identified. Next, careful dissection was undertaken to remove the mesh (3dmax) in its entirely. There was a vein overlying and going into the mesh that was clamped,divided and tied off. The peritoneum on the undersurface of the mesh was identified and this was able to be swept off the underlying portion of the mesh. There appeared to be a bowel stuck to the peritoneum sharply. Next, blunt dissection was able to be performed to sweep the peritoneum off the mesh down to the level of the pubic testicle and cooper's ligament. Continued dissection was carefully undertaken on the mesh to remove it in its entirely. There was no evidence of any significant indirect hernia". (B)(6) 2008 - patient underwent left inguinal grain exploration with left inguinal neurectomy.

Manufacturer narrative:
This is a correction to the previous submitted MDR. The expiration date that was initially reported was incorrect.